Event description:
Overdelivery reported. The pump was set to infuse d5ns at 125ml/hr. A new IV container was started 2:40am. At 4:50am, a nurse noted that less than 200ml remained in the 1000ml container. The expected delivery amount was approx 275ml. No device alarms sounded. The IV fluid rate was decreased to a keep open rate and the pt was observed closely. No adverse effects were reported.

Manufacturer narrative:
The reported problem could not be duplicated. There have been not death or serious injury reports for code 102 (overdelivery) for the last 12 months for this list number.